Event description:
The ge oec 9800 fluoroscopy system displayed a pre-charge voltage error.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the defective battery pack to restore proper function. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.